Event description:
A 3.0mm diameter by 24mm length s7 stent delivery system was inserted in attempt to direct stent a lesion in the obtuse marginal coronary artery. It was not possible for the stent to cross the calcified target lesion. Upon removal of the stent delivery system, it was noted that the stent was not on the delivery balloon. The stent dislodged in the left main coronary artery. The stent was successfully retrieved using a snare device. The target lesion was then pre-dilated and the target lesion was treated with the deployment of two s7 stents. The pt was reported to be fine post procedure and there were no additional clinical sequelae reported related to the event. The target lesion being calcified and not pre-dilated likely contributed to the stent dislodgement.